Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up and the main cabinet host computer was replaced due to a system failure that prevented it from booting. Upon troubleshooting, fse found that the software could not be reloaded onto the image-processing pc, resulting in the system being down. The system diagnosis revealed an issue with the host pc disk bay. To resolve the issue, fse replaced the host pc and reloaded the system software. The defective host pc was returned to philips for failure analysis and the cause of the host pc failure was found to be that hdd bay slot 1 was defective. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for host pc, ip-pc and the flexvision pc. If one of these pcs breaks down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction z-1151-2024. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.